Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial lead exhibited high impedance and high thresholds. It was also noted that these issues had been previously observed with this lead. The lead was determined to be stable and still functional. The lead remains in use. No patient complications have been reported as a result of this event.